Manufacturer narrative:
The device was visually inspected to confirm that the tip broke off at the tip.

Event description:
It was reported that the sonopet tip broke during a procedure and entered the surgical site. However it was successfully retrieved back from the site. There was a delay of 5 minutes as a backup device was used to completed the procedure. There were no adverse consequences alleged with this event.